Event description:
The nurse indicated the fluid volume overload was due to malfunction of the peritoneal dialysis (pd) catheter (non- (B)(6)product) from fibrin build up. Patient has transitioned to hemodialysis for renal replacement needs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).